Event description:
It is reported that patient underwent a revision due to loosening of the acetabular cup. The cup remained implanted and additional screws were placed.

Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes have been provided for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided a specific cause cannot be determined with certainty. Evaluation codes: review of the manufacturing records determined that the devices associated with the complaint conform to specifications. The devices are an approved compatible combination. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.